Manufacturer narrative:
(B)(4).

Event description:
It was reported that tissue was on the device. Pulmonary vein isolation (pvi) mapping was performed with an orion mapping catheter and ablated with the mifi oi catheter. The patient's left atrium was noted to be small; however, the physician found the handling with the orion quite easy and normal. The signals of the orion were good all over the procedure and the patient's blood pressure and oxygen saturation were stable the whole time. During ablation, the orion catheter was parked within the veins and deployed most of the time during parking. The ablation took place at the ostia of the veins. Three or four times the ablation catheter touched the orion during ablation. After withdrawal of the orion mapping catheter, the physician noticed some tissue at the base of the basket within the splines. The tissue appears pale (white and pink). The orion catheter was flushed throughout the procedure. No char nor thrombus was noted on the ablation catheter. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has foreign matter in splines, as part of overall visual revision. Further matter was noted in the array section. Therefore, the distal section was cut and sent for material analysis. Material analysis identified the adherent material as clot. The device has a kink in the blue shaft at 59.5cm from the handle. The flushing flow rate was measured and found to be within specification. The manufacturing batch record review confirmed the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's act at the end of the procedure was 347. The patient is still doing well. No harm has occurred.

Manufacturer narrative:
Describe event or problem - updated. (B)(4)

Event description:
It was further reported that the patient's act at the end of the procedure was 347. The patient is still doing well. No harm has occurred.